Event description:
During an ICD replacement prep, this leads conductor was found to be exposed on an x-ray image. During the follow-up the day before, nothing unusual was found. It was decided that because this ICD isn't at eri just yet, the revision would be postponed. It is unknown if this lead will be explanted at this time. It was also noted that nothing electrically abnormal has been seen.

Manufacturer narrative:
As of today, the medical device is not available for analysis. Therefore the device itself could not be investigated. The information provided has been carefully analyzed. The available xray image confirmed an exposed conductor cable as reported in the complaint description. An interaction with the atrial lead in the area of the insulation damage cannot be excluded. However, without the analysis of the lead itself, no definite conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.